Event description:
Patient was in ER, tpa protocol started on patient. Bolus given:IV started at 3:10 pm, patient arrived in critical care at 5:20 pm. Nurse noted patient had not received any tpa IV when 80 mg should have been delivered. Tpa procedure suspended. IV pump delivered with set to bme department at 7:30 am friday. Pump tested would not pump any solution but front panel indicated no problem. Further investigation showed hinge pin to inner dioor had fallen out, allowing too much play against cassette, stopping flow. This loss of pin has occurred on other pumps and had been reported to mfgdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-nov-90. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, mechanical problem, failure to service/maintain according to manufacturer recomm. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.